Event description:
During lapraoscopically assisted open left radical nephrectomy, the endo gia vascular stapler an ets flex 45 was used to attempt ligation of the renal vein. The stapler was placed in an appropriate fashion around the renal vein to the appropriate depth. The staple was engaged and upon its firing, it misfired without causing ligation or transection of the vein. The cassette had malfunction which sheared the posterior branch of the renal vein, causing an acute onset of active bleeding. The staples also fell into the wound. It was felt unable to be controlled laproscopically and, so was aborted and converted to an open procedure. After the open procedure was performed, the patient was stable.